Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a severe rash on her back in which 'flesh was removed and blistered'. The patient's physician prescribed an ointment. Follow up indicated that the rash healed.